Manufacturer narrative:
An event of water drip through the flushing port and bypass hub was reported. It was also reported that air bubbles were noticed in the hemostasis valve during device preparation. A kink was noted to be present in the sheath. The investigation confirmed the hemostasis valve met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image and one video were received from field that appeared to demonstrate fluid leak from the hemostasis valve of steerable sheath. One image and one video were received from field that appeared to demonstrate fluid leak from the hemostasis valve of steerable sheath. The cause of the air ingress was unable to be conclusively determined, and a CAPA was initiated for further investigation on the root cause, per internal procedures.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer steerable delivery sheath was chosen for an left atrial appendage implant procedure. During device preparation, air bubbles were noticed in the hemostasis valve after the dilator was inserted into the delivery sheath. A decision was made to remove the dilator and device was flushed again with saline water through the flushing port and bypass hub with the hemostasis valve closed. During flushing, a continuous water drip leak was seen from the hemostasis valve knob. A decision was made to replace the delivery system with a 12f amplatzer amulet delivery sheath. The procedure continued with no report of adverse patient consequences. There was no clinically significant delay in the procedure due to this event. It was reported the original delivery system did not make patient contact. Patient status was reported as stable.